Event description:
Smoke emission was detected from the advia centaur xp instrument. The instrument was turned off to stop the smoke emission. There was no report of injury to staff, damage to property or impact to patients.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the smoke was due to a malfunction of the temperature module printed circuit board. The cse replaced the user interface computer, application module computer, switchbox and temperature module printed circuit board. The cse also performed a preventive maintenance on the system. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.